Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last week she was in a lot of pain. Patient has been to a couple doctors. She is in the hospital today. Last night caller shut off the device and that was the only thing that stops the pain. Last week she decreased the stimulation. Patient has not had any falls or accidents. I asked if the stimulator looks like it has shifted or moved. Caller doesn't know if she can tell if it has moved. Patient hasn't said anything like that of movement of the stimulator. I could hear the hospital doctor talking in the background. Caller said, she turned the stimulation off last night and it stopped the pain in the front but she still had pain in the back. The hospital doctor said it could be the instrument and she should follow up with her managing doctor. It could be spinal stenosis which is just a result of old age. What the doctor would be concerned of is if there is an impingement on the canal. The doctor said he was going to run a CT scan. Caller said, if they turn on her stimulation she has huge pain. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.